Event description:
It was reported that during the procedure the seal around disc was comprised and solution leaked through to the basin under the drape and disc; where the disc and drape connect. No patient injury, infection or complications were reported.